Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 5.5 years post initial procedure, a type ia endoleak was detected. However, the exact date of event is unknown. A re-intervention is being planned and the patient is currently being monitored. There have been no additional patient sequelae reported. There have been no additional patient sequelae reported.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but the request for medical records was denied and no response was received for the request of medical images. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. The afx bifurcated stent graft mentioned in b5 and d11 was previously submitted under MFR# 2031527-201800300. Corrections: b2: outcomes attributed to adverse event - updated. B5: describe event or problem ¿ updated. D1: concomitant medical devices ¿ updated. G1,2: contact office- name has been updated. H6: device code ¿ remove 3190. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 5.5 years post initial procedure, a type ia endoleak was detected. However, the exact date of event is unknown. A re-intervention is being planned and the patient is currently being monitored. There have been no additional patient sequelae reported. There have been no additional patient sequelae reported. Correction: the patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx bifurcated stent graft and an afx infrarenal aortic extension. Re-intervention was performed on for an unknown reason with implant of an ovation ix limb extension. Approximately 5.5 years post initial procedure, a type ia endoleak was detected. However, the exact date of event is unknown. A re-intervention is being planned and the patient is currently being monitored. There have been no additional patient sequelae reported. There have been no additional patient sequelae reported. Subsequent to the initial report, additional information was provided reporting that re-intervention was completed. The physician elected to re-line with implant of an afx2 bifurcated stent graft and an afx vela suprarenal as a precaution as the original implant was strata material even though the only present issue identified was a type ia. The final patient status was stable post procedure.